Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to rapidly conducted afib. Therapy was delivered when sustained rate duration criteria was fulfilled which was programmed to five minutes. Boston scientific technical services recommended that the healthcare professional adjust or disable the sustained rate duration (srd) feature. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to rapidly conducted afib. Therapy was delivered when sustained rate duration criteria was fulfilled which was programmed to five minutes. Boston scientific technical services recommended that the healthcare professional adjust or disable the sustained rate duration (srd) feature. No additional adverse patient effects were reported. This device remains in-service.